Event description:
It was reported that this inflatable penile prosthesis was no longer fully inflating due to fluid loss. The physician noted that there was a hole and that device replacement was necessary. However, at the revision procedure, the device was not explanted due to severe tissue in-growth into the cylinders. The patient was informed an extensive procedure would need to be performed by a specialist to replace the device. The patient reported that he was extremely depressed and angry about the situation. No further patient complications were reported.

Manufacturer narrative:
H6. Evaluation conclusion codes row # 2 updated.

Event description:
It was reported that this inflatable penile prosthesis was no longer fully inflating due to fluid loss. The physician noted that there was a hole and that device replacement was necessary. However, at the revision procedure, the device was not explanted due to severe tissue in-growth into the cylinders. The patient was informed an extensive procedure would need to be performed by a specialist to replace the device. The patient reported that he was extremely depressed and angry about the situation. No further patient complications were reported.